Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, pre-diabetes, depression, hypertension and acid reflux (oesophageal). Concomitant products included alprazolam (xanax) from 2017 to 2019, chlortalidone (chlorthalidone) since (B)(6) 2019, escitalopram oxalate (lexapro) since (B)(6) 2019 and metformin from 2016 to 2019. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2006, the patient experienced abdominal pain upper ("stomach pain"). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and fatigue ("fatigue"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, metrorrhagia, fatigue and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Discrepancy noted in date of insertion (B)(6) 2004 and (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2004: total bilateral occlusion. Imaging procedure on (B)(6) 2019: essure confirmation test(s) results not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-feb-2020: plaintiff fact sheet received. Event menorrhagia make serious incident. Events added from pfs- abnormal bleeding (vaginal), stomach pain. Reporter information, aka name, lab data, medical history, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), suicidal ideation ('depression with suicidal ideation') and depression suicidal ('depression with suicidal ideation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2006. The patient's medical history included anxiety, pre-diabetes, depression, hypertension and acid reflux (oesophageal). Concomitant products included alprazolam (xanax) from 2017 to 2019, chlortalidone (chlorthalidone) since (B)(6) 2019, escitalopram oxalate (lexapro) since (B)(6) 2019 and metformin from 2016 to 2019. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2006, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy (suspect to be 6 to 7 weeks pregnant)") and experienced abdominal pain upper ("stomach pain"). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced suicidal ideation (seriousness criterion hospitalization), depression suicidal (seriousness criterion hospitalization), dysmenorrhoea ("dysmenorrhea (cramping)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)") and fatigue ("fatigue"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the heavy menstrual bleeding, vaginal haemorrhage, suicidal ideation, depression suicidal, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, intermenstrual bleeding, abdominal pain upper and fatigue outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain upper, depression suicidal, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, intermenstrual bleeding, pregnancy with contraceptive device, suicidal ideation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Discrepancy noted in date of insertion (B)(6) 2004 and (B)(6) 2004. Previous surgeries: essure- (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin (miu/ml) - on (B)(6) 2004: 21257 miu/ml. Hysterosalpingogram - in (B)(6) 2004: total bilateral occlusion. Imaging procedure - on (B)(6) 2019: essure confirmation test(s) results not specified.. Pregnancy test - in (B)(6) 2004: positive beta hcg was noted to be 21,257 m:lu.. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, rcc note added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding), vaginal haemorrhage ('abnormal bleeding (vaginal), suicidal ideation ('depression with suicidal ideation') and depression suicidal ('depression with suicidal ideation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2006. The patient's medical history included anxiety, pre-diabetes, depression, hypertension and acid reflux (oesophageal). Concomitant products included alprazolam (xanax) from 2017 to 2019, chlortalidone (chlorthalidone) since (B)(6) of 2019, escitalopram oxalate (lexapro) since (B)(6) of 2019 and metformin from 2016 to 2019. In (B)(6) of 2004, the patient had essure (ess205) inserted. In (B)(6) of 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2006, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy (suspect to be 6 to 7 weeks pregnant) and experienced abdominal pain upper ("stomach pain"). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse). On an unknown date, the patient experienced suicidal ideation (seriousness criterion hospitalization), depression suicidal (seriousness criterion hospitalization), dysmenorrhoea ("dysmenorrhea (cramping), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and fatigue ("fatigue"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, suicidal ideation, depression suicidal, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, metrorrhagia, abdominal pain upper and fatigue outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain upper, depression suicidal, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, pregnancy with contraceptive device, suicidal ideation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Discrepancy noted in date of insertion (B)(6) 2004 and (B)(6) of 2004. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin (miu/ml) - on (B)(6) 2004: 21257 miu/ml. Hysterosalpingogram - in (B)(6) of 2004: total bilateral occlusion. Imaging procedure - on (B)(6) 2019: essure confirmation test(s) results not specified. Pregnancy test - in (B)(6) of 2004: positive. Beta hcg was noted to be 21,257 m:lu. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), suicidal ideation ('depression with suicidal ideation') and depression ('depression with suicidal ideation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2006. The patient's medical history included anxiety, pre-diabetes, depression, hypertension and acid reflux (oesophageal). Concomitant products included alprazolam (xanax) from 2017 to 2019, chlortalidone (chlorthalidone) since (B)(6) 2009, escitalopram oxalate (lexapro) since (B)(6) 2009 and metformin from 2016 to 2019. In february 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2006, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy (suspect to be 6 to 7 weeks pregnant)") and experienced abdominal pain upper ("stomach pain"). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced suicidal ideation (seriousness criterion hospitalization), depression (seriousness criterion hospitalization), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and fatigue ("fatigue"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, suicidal ideation, depression, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, metrorrhagia, abdominal pain upper and fatigue outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain upper, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, pregnancy with contraceptive device, suicidal ideation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Discrepancy noted in date of insertion (B)(6) 2004 and (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin (miu/ml) - on (B)(6) 2004: 21257 miu/ml. Hysterosalpingogram - in (B)(6) 2004: total bilateral occlusion. Imaging procedure - on (B)(6) 2019: essure confirmation test(s) results not specified.. Pregnancy test - in (B)(6) 2004: positive. Beta hcg was noted to be 21,257 m:lu. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 24-apr-2020: medical record received. This case is medically confirmed. Lab data was added. Event "unintended pregnancy, depression with suicidal ideation, and device ineffective" were added. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.